Event description:
With bone. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection and mobility. No further patient complications were reported.